Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer received a no delivery alarm from his insulin pump. The customer's blood glucose levels are unknown. The customer stated the no delivery alarm was resolved by an infusion set change. The customer also stated that his blood glucose level was 80 mg/dl and his sensor glucose level was 57 mg/dl, which caused his insulin pump to go into threshold suspend. The customer stated the sensor eventually adjusted. Troubleshooting was declined. The product is not being returned. Nothing further was reported.